Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose (bg) of 350 mg/dl with irritability, difficulty waking up, polydypsia, and moderate ketones associated with a loss of prime issue. It was reported that the loss of prime had occurred with at least 3 separate cartridges from 2 separate boxes in a 30 day period. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. This complaint is being reported because the patient allegedly experienced hyperglycemia because of a loss of prime issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 06/02/201.5 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the black box showed two loss of prime warnings associated with a low non-zero force on (B)(4) 2015. A 24hr duration test was successfully completed with no loss of prime warnings being duplicated. The force sensor calibration check showed that the pump was detecting the correct force. The daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within required range and delivering accurately. Unrelated to the original complaint, the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.